Event description:
The patient reported the bottom teeth are still not aligned and one tooth still protruding. The top teeth are still flared per dentist, the aligners have caused gum recession on the bottom, left molars. The patient also noted pain level 3, sensitivity, discomfort, not fitting, and root resorption concerns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.